Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0ml received in an opened tray without cap nor needle. A crack is observed at the 3mm luer lock level."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc the syringe was ¿not pushable¿ and product ¿started coming out¿ of hub. Healthcare professional elaborated that while injecting, there was "resistance and 30% was solid." The needle was then changed and healthcare professional "applied unusual power." Healthcare professional attempted using two packaged needles with same problem occurred, so a non-packaged needle was tried and product "came out the side-35%." No injury to patient, staff, or injector. Needles were tightened by hand and this was the initial use of syringe. Product reportedly stored in a refrigerator, with a thermometer, where temperature is checked twice daily.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "health care professional instructions 8. Inject juvéderm® ultra xc by applying even pressure on the plunger rod while slowly pulling the needle backwards. It is important that the injection be stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc the syringe was ¿not pushable¿ and product ¿started coming out¿ of hub. Healthcare professional elaborated that while injecting, there was "resistance and 30% was solid." The needle was then changed and healthcare professional "applied unusual power." Healthcare professional attempted using two packaged needles with same problem occurred, so a non-packaged needle was tried and product "came out the side-35%." No injury to patient, staff, or injector. Needles were tightened by hand and this was the initial use of syringe. Product reportedly stored in a refrigerator, with a thermometer, where temperature is checked twice daily.